Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was "inaccurate" by several millimeters. The field representative (rep) reported the scan appeared to be of good quality, 195 slices, equal spacing and thickness. Trace pattern appeared "good". Multiple reboots performed without effect. Patient present, no delay. No known impact to patient outcome.

Manufacturer narrative:
H3/h6: the system was serviced and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The provided logs had 2 session of application logs. Logs captured numerous coil noise throughout the sessions for the tools. Archive had 6 CT exams out of them 5 CT exams (CT-1,3,4,5,6) were having spacing and thickness greater than 2 mm. Site used only CT-2 exam with 192 slices (spacing thickness 1.00 mm). It was observed from the archive, one registration was present with 1.2 mm with good registration pattern and green zone accuracy but still a lot of points were under the skin and overlapping each other might the pressure got applied during collecting the tracing points. 3d model had artifacts of the head holder. The analyst suggested to avoid applying excessive pressure while tracing the points so that points do not sink below the surface of the model. Logs and archive did not help in capturing the root cause of the reported issue. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.